Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The proximal and distal conductors of the lead became extrinsically fractured due to a cut. Visual analysis found the outer insulation was breached in vivo. Inner insulation and both conductors were fractured extrinsically or cut.

Event description:
It was reported that the patient was admitted into the emergency room with symptoms of lightheadedness. The right ventricular (rv) lead exhibited high and unstable thresholds, high impedance, and contained a possible fracture. The rv lead was explanted and replaced. Additionally, the atrial lead exhibited no capture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407458 lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.